Event description:
It was reported that upon treating an aneurysm, the coil did not detach with multiple attempts. Upon retraction of the device, it was observed that the coil had detached from the delivery pusher. The coil was pushed into the desired position with a guidewire. No harm was reported.

Manufacturer narrative:
Sample analysis: an analysis of the device in complaint has not been performed as the device has not been returned for evaluation to date. The root cause of this complaint cannot be determined at this time. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.